Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion details are unknown. The 6.0mm x 15mm/153cm maverick xl balloon catheter was advanced into the patient. During the first inflation, the maverick xl balloon ruptured at 4atms. The device was removed intact and the procedure was completed with a different device. There were no patient complication reported and the patient¿s status is good.